Manufacturer narrative:
Post operative imaging revealed the electrode was not in place. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent repositioning of the electrode on (B)(6) 2023. The recipient is doing well. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's electrode was repositioned on (B)(6) 2023. The recipient was successfully reactivated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.